Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of core wire break.

Event description:
It was reported that during the percutaneous nephrolithotomy procedure, the wire broke. The procedure was completed with another of the same device without patient complications.